Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted and turns within specification.

Event description:
It was reported that during the implant procedure, the helix of the right atrial (ra) lead would not deploy after many rotations and that the ra lead was unable to be placed after two implant attempts. The ra lead was not used and was replaced. No patient complications have been reported as a result of this event.